Event description:
The manufacturer received information from the patient's family alleging a ventilator service required alarm had occurred on a trilogy evo device. The sales representative arrived at the patient's home and allegedly confirmed the alarm and replaced the device with another one. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. However, the manufacturer's service technician did confirm a ventilator inoperative alarm had sounded when the device was started up. The manufacturer¿s service technician confirmed the ventilation inoperative condition by observing error code machine flow drift high in the device¿s event log. The manufacturer's service technician proactively replaced the device's flow sensor to address the issue. The manufacturer's service technician performed a functional test, and it was confirmed that the alarm did not recur on the device. After replacing the part on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operating properly and it was cleaned.